Manufacturer narrative:
The investigation did not identify a product problem. The exact root cause of the event could not be determined.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a false negative result with the elecsys syphilis assay for one patient sample tested on a cobas e 411 analyzer (rack system). The initial result was positive (43 coi) on a cobas 601 analyzer. The repeat result was negative (0.171 coi) on a cobas e 411 analyzer. The sample was repeated on both analyzers, and the results were positive both times: 52.9 coi on the c601 and 48.9 coi on the e411. These results were considered correct. The rapid plasma reagin- test (rpr non-treponemal testing) result was reactive.